Event description:
It was reported that the patient underwent a device replacement due to pain and shocking at the implantable neurostimulator site. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.